Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical or visual analysis of the product can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), operational instructions: ·inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. There was no event date provided; therefore, (B)(6) 2021 was documented as the event date due to the report of this event occurring the week prior to the event that occurred on (B)(6) 2021. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the comment within the event description, "apparently, they had a similar issue with the safari wire last week and they encountered difficulty pulling out the valvuloplasty balloon post bav." Medwatch report (B)(4) captures the event that occurred on (B)(6) 2021. Event description: it was reported: we had equipment fault today (event occurred on (B)(6) 2021) with a tavi case. We had used a safari wire for the procedure. We were able to deploy the valve successfully. However, our consultants could not pull out the tavi (navitor) delivery system post valve deployment, it was getting stuck on the end of the wire. We had to cut the wire with a wire cutter. I had kept the curved end of the wire and part of the wire that was cut. Part of the wire was stuck in the delivery system. We tried to remove it from the delivery system once it was cut but we were unsuccessful. Apparently, they had a similar issue with the safari wire last week and they difficulty pulling out the valvuloplasty balloon post bav. They are not sure if the issue was with the valve delivery system (navitor) or with the safari wire. There was no report of serious injury in either case.